Event description:
It was reported that a person using the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced a transient elevated blood glucose following unannounced intake of crackers and snacks, with a highest cgm reading of 215 mg/dl and a concurrent glucometer value of 193 mg/dl; glucose trended down to 187 mg/dl within about an hour after the rise, and no device alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included case review, use assessment, and troubleshooting education focused on meal announcements and post-snack management. Investigation of this case revealed that the elevation in glucose was consistent with a missed meal announcement rather than a device or component malfunction, and the system performance appeared consistent with design expectations. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement.

Manufacturer narrative:
Initial.